Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion at t11-l4 levels due to metastatic spine tumor at l1, 2. Post-operatively, on an unknown date, t12 screw was found broken and t11 screw backed out. The patient complained of pain as a result of this event. Revision surgery had to be performed for removing the screws.

Manufacturer narrative:
X-ray analysis: "spine tumor at l1-2; implanted t11- l4 instrumentation appears undersized in thoracic vertebral bodies. CT/ x-rays provided show progression of deformity at l1-2 with resultant fracture at t12 and pull-out from t11 by report, patient was also radiated. This is a predictable construct failure given these multiple factors. Root cause: surgical technique and patient factors."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.